Event description:
It was reported via repair work order that the siderail would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation found the siderail was stuck in the upright position, not unable to latch as was previously reported. The issue of a siderail stuck up and unable to unlatch is an annoyance issue only, as the patient can ingress/egress the bed at a different location. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the siderail would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.